Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Instrument log review: it was observed that this instrument was last used on (B)(6) 2020 on system sh1197 with 8 uses remaining. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue. The prograsp forceps instrument was found to have the grip pin dislodged at the distal end. The grip pin was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. This complaint is being reported based on the following conclusion: the grip pin from the prograsp forceps reportedly fell from the instrument and into the patient. The pin was retrieved and no additional surgical intervention was required. However, unintended materials falling into the patient may require surgical intervention. Although there was no patient harm reported, if the failure mode were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, a screw fell out of the tip of the prograsp forceps instrument and into the patient. The instrument jaws then became unaligned. The site reported using the instrument release kit (irk) to remove the instrument from the cannula. The screw was removed from the patient via laparoscopy. The site reported that all fragments were retrieved. The procedure was completed with no reported injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the customer and additional information was obtained about the complaint: the screw was removed via a pre-established robotic port. The surgeon was performing a retraction of peritoneum when the screw fell into the patient; the instrument was not in contact with any hard material during this event. The instrument was inspected prior to use and nothing abnormal was noticed. The surgeon did not report noticing any functionality issues with the prograsp forceps instrument prior to the screw falling out. The instrument was in use for approximately 45 minutes when the screw fell out. It was reported that this event occurred 45 minutes into the procedure. The prograsp forceps instrument became stuck on tissue when the screw fell out and an irk was used to release the instrument from the tissue and remove it through the cannula. It was reported that the prograsp forceps instrument was only removed when the irk was used to release it from tissue. The instrument wrist was straightened and removed through the cannula. The surgical staff reported feeling resistance upon removing the instrument from the cannula. It was reported that the prograsp forceps instrument did not collide with any other instruments or tools during the procedure and that there were no photos or videos of the reported event. The procedure was completed robotically.